Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside of the sterile packages. No adverse events have been reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following have been updated: upon receiving additional information on the reported event, it was determined to be not reportable as visual inspection of the returned sealed pouch determined to be conforming to specifications.